Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the patient's anatomy underwent a sharp turn which caused the lead to take an abnormal bend. The physician determined the lead may have been "kinked." The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.